Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the reported event. There were no patient medical records and limited patient images available for review. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. Limited patient records were available and the device was not returned for evaluation. Potential contributing factors could not be established due to the limited information received.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices have not been returned.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2012. Patient came in emergently and computed tomography showed a type 3a endoleak and the patient had a ruptured aneurysm. The physician elected to implant two additional suprarenal aortic extensions to resolve the issue. Post procedure, the patient still had an endoleak. The physician elected to explant to grafts and complete an open repair. Following the procedure, the patient was transferred to the intensive care unit. The patient expired from cardiovascular failure on (B)(6) 2016.